Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial (ra) lead could not be fixated when placed in the atrium. Therefore, the lead was not implanted. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event of ¿lead could not be fixed ¿ was not confirmed. A complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual, mechanical, and electrical analysis was normal with no anomalies found.